Event description:
It was reported that an unspecified quantity of non-dehp catheter extension sets disconnected during IV contrast for a CT procedure. The reporter stated that the extension sets did not resist the injection pressure and volume, which reportedly affected the timing of the contrast injection and the image quality. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. E1: initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.